Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of 35 mg/dl at the time of the incident. The customer was given a glucose booster to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was sick at the time of the incident and thinks this was the cause of the low. The customer reported issues with their battery cap and belt clip. The insulin pump will not be returned for analysis.